Event description:
Surgeon drilling bone in ankle to insert diastasis screw when drill bit broke. Approx 2cm of drill remains in patient.

Manufacturer narrative:
Device not returned. If additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Due to the reported event it can be assumed that the drill bit broke under torsional overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
Surgeon drilling bone in ankle to insert diastasis screw when drill bit broke. Approx 2cm of drill remains in patient.